Event description:
It was reported that a solution set with duo-vent spike injection site had torn tubing. This was noticed after the set was inserted into a flo-gard pump and during priming with arginine. The tear was between the lock and safety clamp of the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.